Event description:
The scissors were being used in dissecting tissue in a cardiovascular bypass procedure. The scissors were used and when passed again to the surgeon, it was noticed that the tip was missing. Exploration of the pt's chest cavity was performed and the pt was x-rayed but the tip was not located. It is not known if it remains in the pt. The pt is reported to be ok.